Manufacturer narrative:
Following the submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, there was no harm to the patient and the prognosis was good. The patient symptoms were resolved and was not hospitalized for the event. No medical or surgical intervention done. The iol was replaced with the same lens model but another power. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury

Event description:
A materials manager reported following the intraocular lens implantation the patient distance vision was not clear. Approximately four months post initial implantation the lens was explanted in a secondary procedure. The clinical reason for the explant was post lasik myopic surprise. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).